Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received restart alert 38 several times. They tried a factory reset but did not try a supply change. After a full supply change, the user was able to proceed without issue. There was no report of any patient harm or adverse event associated with this report.